Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2023 wherein the entire system was explanted to address the issue with the exception of a portion of the l5 lead which remains implanted within the patient [manufacturer report number: 1627487-2023-02555, 1627487-2023-02556]. Before the start of the procedure, imaging revealed the lead had fractured.

Manufacturer narrative:
Corrected data: the patient's weight was updated to reflect the weight at the time of surgery.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced ineffective stimulation. Lead diagnostics indicated high impedances on the l5 lead. As a result, surgical intervention may occur to address the issue.